Event description:
Pt had undergone cataract surgery on 9/25/96, and implantation of intraocular lens was attempted by the surgeon. However, the surgeon stated that the lens ejected in a controlled manner but as it went into the eye it turned sideways and started to float into the vitreous. A vitrectomy was necessary.